Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator exhibiting far r-wave over-sensing on the atrial channel, resulting in inappropriate mode switching. Programming changes were made. The patient was stable.